Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one of his partners performed an intraocular lens (iol) exchange due to a large, central scratch running through the visual axis of a lens. Additional information has been requested.